Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 450 mg/dl. No significant events leading to the alarm were observed. The customer's mother stated that the customer had gone hiking the night prior, went to bed, and then the insulin pump was vibrating all night just before the alarm occurred when she awoke. The caller stated that the customer did treat for the high blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. No motor error alarm was noted. The motor passed the motor test. No unexpected vibrating alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.